Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial high voltage lead patches had confirmed fractures. The leads were programmed off. The leads were capped and a new lead was implanted. No patient complications have been reported as a result of this event.